Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately six (6) years and six (6) months post-operatively to address instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona ultracongruent articular surface right 13mm catalog #: 42522200413 lot #: 63846207, persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 64374534, persona cemented all-poly patella 32mm catalog #: 42540200032 lot #: 64516125 g2: foreign - event occurred in australia. H6: component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.